Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the delivery needle, as a result the reported t2 non deployment cannot be confirmed. The t/suture construct was returned and showed no abnormalities. The actuator is in its post t2 deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.d4, h4: additional information.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number (B)(4)(s+n oklahoma). The correct manufacturing site registration number is (B)(4)(s+n mansfield). Corrected data: g1 contact information.

Event description:
It was reported that during the meniscus repair procedure, when the knob was depressed, t2 implant would not deploy and the actuator did not work. T1 was removed from the patient. There was no delay or patient injuries reported but it is unknown if a backup was available to complete the procedure. Attempts were made to retrieve further details about the event but the complainant does not have more information.